Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. It was also determined the patient's scs lead wire is poking out their back. The entire system was explanted; however, no explanted products were returned for analysis. The patient was given antibiotics and the infection was able to be resolved over time. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had their scs ipg explanted due to infection.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics and the infection was able to be resolved over time however surgical intervention is currently pending to have the system explanted.